Event description:
It was reported that the 8mm large needle driver instrument was broken. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large needle driver instrument had no broken/ damaged cables. There was no breakage at the proximal or distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulley. The cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.